Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, it was reported that during the inspection process, a technician noticed that the blades of the monopolar curved scissors (mcs) did not close properly and did not come together. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have one blade bent at the tip. Bend point is located approximately 0.29mm from the tip of the blade. The blades are not freely able to open and close as a result of the bending. Cut performance is negatively impacted due to the bending. The complaint was confirmed by failure analysis. The probable root cause of bent blades is attributed to damage during use, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.